Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. The customer returned one hlf-s273-h30 for investigation. The package with labeling was not returned to confirm the device lot number. Visual examination confirmed the fiber was separated into two segments. The length of the plug segment measures 12cm from end to end. The distal fiber segment measured 53.9cm long. The total length returned measures 65.9cm. Evidence shows the fiber was broken in two places, once at 53.9cm from the distal tip and again 1.3cm from silicone hub, indicating 234cm of fiber is missing and was not returned. Closer examination of the distal segment revealed 6.5mm of fiber is protruding from the distal tip of the blue cladding. The fiber tip is partially covered with the clear inner lining of the blue cladding. The device history record could not be reviewed as the customer did not provide the complaint device lot number. A review of complaint records for the complaint device lot also could not be performed without the lot number. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Laser fibers are tested during manufacturing processes to assure the fiber is recognized and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Any of the listed factors provided in the IFU can cause the alleged malfunction. Based on the information available an investigation conclusion could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: other healthcare provider- unknown. PMA/510k # k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a flexible ureteroscopy procedure, using a cook® single-use holmium laser fiber, the fiber broke while being used. The broken part was removed, and the procedure was completed using the same fiber. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.